Manufacturer narrative:
Amendment: per additional information received from the sales representative, the lead was attempted since the physician was unable to locate the left-bundle branch, therefore, this is no longer reportable. Please disregard report number 2124215-2023-48398.

Event description:
It was reported that this lead was an attempted implant at the left bundle branch (lbb) due to unable to locate the lbb. A different lead was used to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to unknown reasons. A different lead was used to complete the procedure. No adverse patient effects were reported.